Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was unable to obtain flows greater than one liter per minute and the motor current remained flat. The decision was made to remove the pump. The device was explanted. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The review of the data logs confirmed suction alarms and low flows. However, the root cause could not be determined without the returned device. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.